Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented in several parts') and device dislocation ('essure is not correctly positioned in the tubes (on the verge of perforating her internal organs)') in a 30-year-old female patient who had essure (batch no. 664664) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain lower ("severe cramps in lower abdomen"), pelvic pain ("pain in the pelvic area"), breast pain ("breast pain"), breast oedema ("breast distension and edema"), heavy menstrual bleeding ("considerable and intense increase in menstrual flo, reaching up to 15 (fifteen) days in the menstrual period"), menstrual disorder ("menstruation clots"), headache ("severe headache"), pain in extremity ("pain in the legs"), peripheral swelling ("swelling in the legs"), paraesthesia ("tingling too much"), tremor ("tremors"), back pain ("lower back pain"), uterine pain ("a feeling of perforation in the uterus, stitches"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), pain ("generalized pain"), vaginal odour ("strong odor from the vaginal fluid"), anxiety ("anxiety"), nervousness ("nervousness") and stress ("stress disorder"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, abdominal pain lower, pelvic pain, breast pain, breast oedema, heavy menstrual bleeding, menstrual disorder, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal odour, anxiety, nervousness and stress had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast oedema, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, menstrual disorder, mood swings, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal odour to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative. X-ray - on (B)(6) 2013: location of the device: pelvis. Distance between microdevices: 3.5cm; on (B)(6) 2020: essure is not correctly positioned in the tubes. Lot number:664664 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented in several parts') and device dislocation ('essure is not correctly positioned in the tubes (on the verge of perforating her internal organs)') in a (B)(6) year-old female patient who had essure (batch no. 664664) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain lower ("severe cramps in lower abdomen"), pelvic pain ("pain in the pelvic area"), breast pain ("breast pain"), breast oedema ("breast distension and edema"), heavy menstrual bleeding ("considerable and intense increase in menstrual flo, reaching up to 15 (fifteen) days in the menstrual period"), menstrual disorder ("menstruation clots"), headache ("severe headache"), pain in extremity ("pain in the legs"), peripheral swelling ("swelling in the legs"), paraesthesia ("tingling too much"), tremor ("tremors"), back pain ("lower back pain"), uterine pain ("a feeling of perforation in the uterus, stitches"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), pain ("generalized pain"), vaginal odour ("strong odor from the vaginal fluid"), anxiety ("anxiety"), nervousness ("nervousness") and stress ("stress disorder"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, abdominal pain lower, pelvic pain, breast pain, breast oedema, heavy menstrual bleeding, menstrual disorder, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal odour, anxiety, nervousness and stress had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast oedema, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, menstrual disorder, mood swings, nervousness, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal odour to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative. X-ray on (B)(6) 2013: location of the device: pelvis. Distance between microdevices: 3.5cm; on (B)(6) 2020: essure is not correctly positioned in the tubes. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.